Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door on the tower was not recoverable. The field service engineerfound it was a phantom failure and instructed the user to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the tower door 2 was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.